Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 - 10/07/2015 correction. Supplemental sent to correct information previously sent. MFR narrative included in follow up 2 should have stated that the original complaint was not reproduced instead of not confirmed: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the reported meter issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.